Event description:
It was reported that the patient experienced a shocking or jolting sensation when she turned her stimulation on. There was no known accident or incident related to the complaint. An impedance check showed the #6 contact was over 4,000 ohms. The patient received proper stimulation in her painful areas in the back and legs, but reprogramming would not take away the burning sensation the patient was complaining of in her right mid back, possibly where the extension ran to the implantable pulse generator on her right side. The patient first noticed the burning two to three weeks ago, and would not turn the stimulator on because of the burning. The patient was to visit her hcp in (B)(6) 2012 to discuss possible surgical options to revise or replace the stimulation system.

Manufacturer narrative:
Programmer: model 7435, serial# (B)(4). Extension: model unknown, serial# (B)(4), implanted: 2001 (B)(6), explanted: na. Lead: model unknown, serial# (B)(4), implanted: 2001 (B)(6) explanted: na.

Event description:
Additional information received reported that the patient had her entire system replaced. The replacement was "good as ultra." The patient was to have her new system programmed in early (B)(6).

Manufacturer narrative:
Continued from concomitant medical products: extension model 7495lz25 serial# (B)(4) implanted: unknown explanted: (B)(6) 2012, extension model 7495lz25 serial# (B)(4) implanted: unknown explanted: (B)(6) 2012, lead model 3998 lot# unknown implanted: unknown explanted: (B)(6) 2012, anchor model unknown lot# unknown implanted: unknown explanted: (B)(6) 2012, anchor model unknown lot# unknown implanted: unknown explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: extension model unknown serial# (B)(4) implanted: (B)(6) 2001 explanted: unknown, lead model unknown serial# (B)(4) implanted: (B)(6) 2001 explanted: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was normal battery depletion and lead breakage. There was no injury, and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator model 7427 serial (B)(4) found no significant anomaly. The ins functioned properly in a long term monitor test. Analysis of the extension model 7495lz25 serial (B)(4) found no anomaly. Analysis of the extension model 7495lz25 serial (B)(4) found no anomaly. Analysis of the lead model 3998 serial unknown found conductor 1 broken 10 cm from the distal end and conductor 2 broken 11.8 cm from the distal end. Circuits 1 and 2 were open. Analysis of the unknown anchors found no anomaly. (B)(4).